Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings. The patient obtained the blood glucose reading of 146 mg/dl on the reported meter and laboratory result of 201 mg/dl. No information was provided about the patient¿s testing technique or test strips. The patient did not report experiencing any symptoms or medical attention. The patient experienced no symptoms and he denied seeking medical attention. However, as the test results fell outside expected values for accuracy testing this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.